Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the unknown proximal screw was removed due to infection. Then on (B)(6) 2021, during an ex-fix removal procedure on the patients leg, the attachments and rods were removed and the second to proximal schanz screw snapped just above the threads. The screw became embedded in the femur. It is unsure whether the screw broke prior to the procedure, or with the force when untightening the bolts that were attached to the screws. The device remained in the patient, and no further information was provided. This report is for one (1) unk - schanz screws this is report 1 of 5 for (B)(4). This complaint will capture the posoperative event about the first proximal screw removal and infection, while (B)(4) will capture the intra-operative event about the schanz screw breakage.